Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving clonidine 400 mcg/ml at 121.45 mcg/day, prialt 10 mcg/ml at 3.036 mcg/day and bupivacaine 30 mg/ml at 9.109 mg/day via an implantable pump for malignant pain. It was reported the patient experienced burning pain radiating from back to pump pocket site on (B)(6) 2016, greater than two weeks following replacement surgery. The patient was concerned the pump had migrated. It was indicated the event was unrelated to the device or therapy and related to the implant procedure. There were no actions taken and the issue was considered ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.